Event description:
Because medical affairs was unable to speak with the patient a letter was sent asking the patient to call medical affairs so that clinical information could be obtained. The patient called alleging that the meter displayed an error 6 message. The patient felt tired and was dehydrated at the time of testing. The patient visited the physician and was tested on another device and received a 318 mg/dl and was treated with glucose. The technique of applying blood on the test strip was correct. An error 6 message indicates that a possible failure occurred in the meter. Customer service was unable to resolve the issue and sent the patient a replacement meter. There is no information at this time, the patient's diabetes regimen or how long the patient had been experiencing the error 6 message. This case is being reported as an adverse event, since the patient was unable to test on the meter and suffered a serious injury.

Event description:
The pt called alleging that the meter displayed an error 6 message. The pt felt tired and was dehydrated at the time of testing. The patient visited the physician and was tested on another device and received a 318 mg/dl and was treated with glucose. The technique of applying blood on the test strip was correct. An error 6 message indicates that a possible failure occurred in the meter. Customer service was unable to resolve the issue and sent the pt a replacement meter. There is no information at this time, the pt's diabetes regimen or how long the pt had been experiencing the error 6 message. This case is being reported as an adverse event, since the pt was unable to test on the meter and suffered a serious injury.